Event description:
Device 2 of 2. Reference MFR report # 1627487-2018-12803. It was reported that during a permanent procedure, the patient suffered a cerebrospinal fluid (csf) leak. Due to this, patient had a headache, therefore physician performed a blood patch on (B)(6) 2018. Following the blood patch, the csf leak and headache resolved.